Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: there was a call service alarm verified in the black box and alarm history. No alarms were reproduced during the investigation. Corrosion was found on the motor flex connector when the pump was opened and removed from the case. There were no visible signs of moisture from the exterior. Unrelated to the complaint, the battery compartment was cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.